Manufacturer narrative:
E1: initial reported facility name - (B)(6). Device evaluated by MFR.: returned product consisted of the zelante thrombectomy with a 0.035" guidewire stuck inside. The pump, effluent/supply line, shaft, tip, piston, and spike line were visually inspected. Visual and microscopic examination revealed no damages. The hydrophilic guidewire was soaked in a water bath then attempted to be removed but was unsuccessful. Inspection of the device presented no damage or irregularities.

Event description:
It was reported that catheter stuck on guidewire occurred. The target lesion was located on the lower extremity veins. An angiojet zelantedvt was used in a thrombectomy procedure. During power pulse mode, it was noted that the guidewire was stuck, it could not be advanced or withdrew. The procedure was completed with a different device. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that catheter stuck on guidewire occurred. The target lesion was located on the lower extremity veins. An angiojet zelantedvt was used in a thrombectomy procedure. During power pulse mode, it was noted that the guidewire was stuck, it could not be advanced or withdrew. The procedure was completed with a different device. No patient complications were reported and patient's status was stable.